Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in an unspecified coronary artery, the maverick otw balloon was suspected to have ruptured on the initial inflation. The maverick otw balloon was removed and replaced with another catheter to successfully complete the procedure. No patient injuries were reported. No additional information is available at this time.

Event description:
It was further reported that in treating the lesion located in the middle portion of the lad coronary artery, the maverick otw balloon would not hold pressure on the initial inflation. (The number of atm's reached on the inflation is unknown.) The pt was asymptomatic during this event. A goodman tgv floppy guidewire (size unknown), a mach1 fr4 guide catheter (size unknown) and an encore26 inflation device were also used in this case, but the type and sie of introducer sheath used is unknown. Pt status is reported as 'good'.